Event description:
On february 18, 1998, nellcor puritan bennett rec'd a call from a respiratory therapist with a facility. A respiratory therapist called to report the following problems: all leds on, constant single tone alarm, no volume delivered. Unit was not on pt.